Manufacturer narrative:
Evaluation summary - the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rear rotation knob. Parts replaced that were unrelated to the customer complaint were the safety latch, rotational and translational cables. After servicing, the unit passed al qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the rear rotation knob is breaking down causing instability in changing the clock position on the probe during a breast biopsy procedure. There have been no patient consequences reported.